Event description:
During implant, high impedance was present and no stimulation was perceived by pt during intraoperative testing. Physician replaced the lead and was able to achieve stimulation. No injury to the pt was reported.

Manufacturer narrative:
(B) (4)